Manufacturer narrative:
Additional information was received that the reason for ipg replacement was to upgrade the device. The physician wanted the patient to be able to use combination therapy.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.